Manufacturer narrative:
Patient information not available for reporting. Gtin/UDI not available. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) of a femoral supracondylar fracture on (B)(6) 2018. During insertion of the spiral blade, it was noted that the blade interfered with the nail. Surgeon attempted to hammer the blade in place but was not successful. The spiral blade was then removed and replaced with another spiral blade of a different size. Surgery was completed with no delay and not adverse consequence to the patient. Surgeon noted the patient had inferior bone quality and that the use of guide wires may have unexpectedly moved back and forth or become slack. This report is for one (1) spiral blade. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
UDI, lot number 9478034 is correct lot for sterile device. Lot number 9457074 is correct lot for the non-sterile device. Initial reporter title, name, and occupation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Sterile part 450.882s, lot 9478034: manufacturing location: selzach. Supplier: (B)(4). Release to warehouse date: may 08, 2015. Expiry date: april 01, 2025. Non-sterile part 450.882, lot 9457074: manufactured in bettlach. Release to warehouse date: april 17, 2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the spiral blade is badly damaged at the tip and the anodized pink color is partly abraded. The complaint condition can be confirmed, since the blade most probably has hit against the nail. Without having all impacted parts back and due the heavily damaged tip, the complaint condition cannot be replicated anymore. The complaint condition can be confirmed, since the blade most probably has hit against the nail. Afterwards and without having all impacted parts back, it is not possible to determine the exact cause of the complained issue. It is likely that guide wires might have moved back and forth and therefore the spiral blade missed the target. To prevent such problems, it is necessary to operate according to the technique guide. The design and clinical risk management document was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Adverse event, product problem, required intervention (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.